Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, inappropriate hv therapy for supraventricular tachycardia was observed. Programming changes were made. Patient is doing fine.